Event description:
The pt rec'd the trial leads including two wide spaced leads and one octrode percutaneous lead on system on (B)(6) 2011. It has been reported the pt fell three times during the trial presented with numbness in her legs in addition to low back bilateral leg pain. The physician implanted a tripolar array (an octrode in the middle and two wide-spaced quattrodes on the left and right side). During the explant procedure at the end of the trial, a different surgeon attempted to remove the lead. During the procedure the wide-spaced quattrode lead on the right side broke. The broken piece was removed by doing a laminotomy. It was also reported, a large complex osteocyte on the pt's facet joint was seen on the right side. F/u after the procedure found the pt was doing well.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.